Event description:
The consumer reported never having effect after two weeks and the patient had a symptom of it never working. Since (B)(6) 2014, it had not worked. It was unknown if this was a sudden or gradual change in symptoms. The patient kept trying to use it to see if it would work and it would not. The manufacturer's representatives tried different adjustments that did not work. Later, the patient reported she would be having her explant surgery on (B)(6) 2016 because her device was still not working for her. The patient had tried everything to make the device work, but it still was not working. It was noted the patient thought the transcutaneous electrical nerve stimulation (tens) unit seemed to help more than the manufacturer¿s device. Relevant medical history included herniated disc and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.